Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that patient experienced site infection for which admitted to hospital and treated with intravenous antibiotics for 5 days. Since lpn (licensed practical nurse) did not wash her hands prior to setting up causing site infection multiple times. No further information is available.